Event description:
The patient was undergoing a coil embolization procedure to treat an abdominal aortic aneurysm (aaa) using ruby coils, pod coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing the ruby coil through the lantern, the ruby coil unintentionally detached inside the lantern. Therefore; the lantern containing the detached ruby coil was removed and the coil was flushed out. The physician then advanced the same lantern and placed another ruby coil in the target location successfully. Next, while advancing the pod coil into the target vessel using the lantern, the physician kinked the pusher assembly of the pod coil. Therefore; the pod coil was removed. The procedure was completed using a new pod coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.